Manufacturer narrative:
Additional information (05/25/2016): a siemens customer service engineer (cse) was sent in to the customer's site. The cse found a leak on the manifold fitting of wash 1 on dispense port 1. The cse replaced the fitting. After replacement of the manifold fitting, the unit was no longer leaking and performing without issue. The cause of the discordant, falsely high cardiac troponin I result is due to a leak on the manifold fitting of wash 1. The instrument is performing according to specifications. No further evaluation of the device is required. Data was obtained for patient sample 2.

Event description:
Discordant, falsely high cardiac troponin I (tni-ultra) results were obtained on an advia centaur instrument. The discordant result was not reported to the physician(s) for sample 2. The sample was repeated on the same advia centaur instrument resulting lower. The sample was then retested again on another advia centaur instrument, resulting lower than the initial result. The corrected result was provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high cardiac troponin I (tni-ultra) results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The cause of the discordant, falsely high cardiac troponin I (tni-ultra) results are unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely high cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur instrument. The discordant result was reported to the physician(s) for sample (B)(6). For the first patient (sample ID (B)(6)), the sample was repeated on the same advia centaur cp instrument six (6) hours later, resulting lower. The sample was then retested again on another advia centaur instrument, resulting lower than the initial result. The corrected result was provided to the physician. The initial result for patient 2 was positive and not reported because the customer is repeating every positive results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high cardiac troponin I (tni-ultra) results.